Event description:
It was reported that during a procedure at the user facility, the micro sagittal saw was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event. It was also reported that during testing at the manufacturer facility, the micro sagittal saw has severe blade whip. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure. It was also reported that during testing at the manufacturer facility, the link with fins on the micro sagittal saw was broken. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of overheating could not be confirmed since the cut test could not be performed. A blade could not be completely locked in and severe blade whip was observed during testing. Upon disassembly, the technician found the motor assembly was corroded, the link with fins was cracked, and the drive bearing was damaged, which may have caused the reported events.

Event description:
It was reported that during a procedure at the user facility, the micro sagittal saw was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event. It was also reported that during testing at the manufacturer facility, the micro sagittal saw has severe blade whip. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure. It was also reported that during testing at the manufacturer facility, the link with fins on the micro sagittal saw was broken. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.